Manufacturer narrative:
Device evaluation: a service engineer (se) inspected the device and replaced the proportional solenoid (psol) valve, two flow sensors, and the inspiratory module printed circuit board (pcb). The unit passed testing and operated within the manufacturing specifications. Should the replaced components be returned to the manufacturing site, an additional evaluation will be performed and a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during routine service and repair, the 840 ventilator did not pass the power on self-test (post) with an air proportional solenoid (psol) stuck open error code. The ventilator was not in use on a patient at the time of the event.